Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. There was no clinical file saved. Review of the device activity log shows "ECG lead off" message which occurs when there is no signal/valid impedance detected through ECG leads. The r series device does not log when an ECG lead fault is resolved so it is unknown if a signal was ever detected during the case. There is not enough evidence in the log to support or refute the report. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. There are a number of factors that can cause no ECG signal that occur during normal use of the device that include but are not limited to: poor coupling of the ECG cable to the device, issues with the ECG electrodes/cable itself. The ECG cabling used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.